Manufacturer narrative:
Follow-up #1: date of submission 09/08/2015: device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: there was evidence of moisture behind the display lens. The battery cap was able to fully tighten to the pump, but there was a crack in the battery compartment. There was additional damage to the pump casing around the display area. Moisture damage was found on the internal components of the pump. The alleged issue could not be investigated further because the pump was unable to power on.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.